Event description:
It was reported by service report that there was intermittent power to the bed. It was further reported the auxiliary power cord was missing its ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord had loose power prongs; auxiliary power cord was missing its ground prong.